Manufacturer narrative:
Clinical investigation: during follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient expired on (B)(6) 2019 for reasons unrelated to peritoneal dialysis (pd) therapy and/or any fresenius device(s) or product(s). The patient reportedly expired in bed, prior to the initiation of pd therapy. Based on the information available, there is no evidence or indication a fresenius product(s) and/or device(s) caused or contributed to a serious adverse patient event. Additionally, there is no allegation of a machine malfunction or of the machine failing to perform as expected in relation to the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm and patient line is blocked alarm during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated that there were no adverse events or medical intervention required related to the reported fluid leak. The pdrn stated that later that same day, the patient passed. Per the pdrn, the patient's death was unrelated to the reported fluid leak. The patient got up to go to the bathroom and got back into bed and was found expired. The patient was not connected to the cycler at the time of the death and that the patient had not yet begun their next pd therapy for that evening. The pdrn confirmed that the patient¿s death was unrelated to any fresenius device(s) or product(s) as well as unrelated to the patient¿s dialysis therapy. The patient¿s end stage renal disease (esrd) death certificate was requested, however was not made available to the clinic. Further details regarding the event, including the patient¿s comorbidities and cause of death were requested, however not provided. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed and completed on the cycler with no issues noted. There were no fluid leaks in the test cassette during the ast. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler underwent a patient sensor calibration check and passed. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Correction: therapy dates and occupation.